Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that in the last week of (B)(6) 2015, prior to device implant, she had a bacterial infection and took antibiotics. She noted that antibiotics tear up her bowels. The patient had the device for bowel and bladder and had experienced a loss or change of therapy. She had some trouble with her bladder ¿last monday¿ prior to (B)(6) 2015 and someone at the healthcare provider¿s office told her to increase stimulation. It had been working and it had been a week since she had any problems. It helped her symptoms, but then her toes were cramping, so she decreased stimulation on sunday. On (B)(6) 2015, the patient had a bowel movement in her pants, didn¿t notice it, and wanted to know what to do. She called her healthcare provider that morning and was told that ¿it is what it is¿ and it was only going to work 50 percent of the time. She felt stimulation; if she kept her body straight to the front, she did not feel it, but when she turned to the left she could feel it. Stimulation was on program 3 at 2.5 and 2.6 caused toe cramping. On (B)(6) 2015, the patient had leaking for two days. She went to the doctor on (B)(6) 2015 and was changed to program 4. She could feel stimulation in the tailbone. She was also put on (B)(6). She wondered if she should take the (B)(6) as directed by the nurse and she was also on other medications. On (B)(6) 2015, the patient noted that she had been keeping a diary since the prior week, and had one ¿rush¿ to go to the bathroom/urgency on (B)(6) 2015. She had a stain three days later, one minor stain the next day, and was still going to the bathroom six times a day. She stopped taking the (B)(6) because it made her bloated. She had an appointment with a healthcare provider on (B)(6) 2015. No potential event cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that she was unaware on how to use programmer and has had no relief with symptoms. Per patient she was slow. Patient asked that someone contact her to assist her understand what she was doing wrong. It was reported 2 weeks later that patient was implanted without issue, lead placement was great, and all indications were for a successful therapy outcome. The patient outcome went from bowel issues 15 times a day down to 2 times a day. The physician and representative felt there are not device issues. The representative did try to interrogate the device however the patient freaked out and starting yelling at her and patient had to be removed from the physician's;office. The representative reported the patient would not be seen by this physician or herself and no other information was available at this time.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va103hz, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that she had seen an improvement in her bladder symptoms but not her bowel symptoms. She was feeling stimulation. The patient got better results from the trial than from the implant. She was not instructed to keep a voiding diary. The reported symptoms were diarrhea and bad gas. On (B)(6) 2015, they switched her antibiotic. They told her to get (B)(4) (probiotic yogurt) and gave her a probiotic. They told her to eat (B)(4) twice a day. The patient had been having diarrhea since the device was implanted but it was the worst on (B)(6) 2015. The patient called the manufacturer representative (rep) on (B)(6) 2015 and the rep told the patient that the diarrhea was from the antibiotic. The patient was implanted for bladder and bowel control. They were upset about the lack of training and she was scared to touch the patient programmer. The patient further reported on (B)(6) 2015 that they wanted to know how to control this because her bowels were the same as they were before. The patient contacted their health care professional (hcp) on (B)(6) 2015 because they were defecating themselves and were up all day on (B)(6) 2015 in the bathroom. She was up 7 times on the morning on (B)(6) 2015 but had not messed themselves yet. The patient did not know that she had 4 programs. The patient did not feel stimulation since (B)(6) 2015 and they could not get it to operate at the appointment on (B)(6) 2015 when they switched programs. The patient reiterated that it was working great for their urine but not for their bowels. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.